Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began the week prior to contacting lfs. He reported that he manages his diabetes with ¿insulin and pills ¿ metformin 2 x per day¿ and he made no changes to his normal diabetes management regimen. The patient alleges at an unknown time after the issue began, he developed symptoms of ¿dizzy and sweaty¿, which he self-treated with some glucose tablets/gel. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. There was no evidence from the information provided that the batteries needed replaced. Replacement product(s) were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.